Manufacturer narrative:
As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer reported diagnosis of endophthalmitis with a patient. Customer did not know what manufacturer product contributed to the event, no lot numbers available, and no products available for return. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after 14 days of cataract surgery, patient experienced endophthalmitis in right eye vision decrease, positive for p.acne. It was treated with intravitreal tap procedure and antibiotics and steroid medications. Current patient condition was unknown. Before surgery patient's bcva was 20/50 -2 and after surgery 20/cf 1 ft. Patient had conjunctival inflammation was <2+, aqueous cell was 3+, aqueous fibrin was present, hypopyon was absent. Intravitreal tap and injection of vancomycin, ceftazadime and dexamethasone used as a intervention for the events. It was unknown whether the intervention for the events effective or not. No sutures used, no surgical complications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).